Event description:
While using a byte night aligner, patient reported that they are experiencing nerve type pain. They have this pain all on the left side of their face, side of nose, under eye, into their hairline and scalp and down to their neck. This is not the typical ortho pain, they have not had this type of pain before. Provided information on possible allergic reaction and for the patient to see their pcp.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.